Manufacturer narrative:
Zip code continued: (B)(6). Health effect impact code continued: f2203 imaging required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, anxiety product/procedure.

Event description:
Healthcare professional reported left side "textured to smooth implant exchange." Healthcare professional additionally reported "hole, non-specific." The device has been explanted and replaced.

Event description:
Healthcare professional reported left side "textured to smooth implant exchange." Healthcare professional additionally reported "hole, non-specific." The device has been explanted and replaced.

Event description:
Healthcare professional reported left side "textured to smooth implant exchange." Healthcare professional additionally reported "hole, non-specific." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture/ anxiety - product/procedure was received on august 16, 2023, with lot number 2537409. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. No further actions are required as the device was implanted.